Event description:
Device 1 of 2. Reference MFR report #: 1627487-2013-05525. It was reported the pt has not recharged or used her scs system in over a year due to experiencing overstimulation. It was also reported the scs system as non-beneficial. The pt plans to leave the scs system deactivated, and does not plan on taking any further action at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.